Event description:
It was further reported that the target lesion 1 was 10mm long. The stenosis was reduced to 0% following stent placement. A distal protection device was not used. The pt required administration of ic verapamil hydrochloride during the procedure. The plan was made to schedule intervention to the saphenous veing graft to the rca in approximately 3 weeks. Implant procedure #2 was performed 29 days after the initial procedure. The pt returned to the cardiac catherization lab for staged procedure, ttarget lesion 1 was 5mm long with 0% residual stenosis following stent placement and post-dilatation. A distal protection device was not used. During the 1-year follow-up priod of the study, the pt expired. Per site coordinator, the pt presented to the emergency department of a non-enrolling hospital and was pronounced dead 8 minutes later.

Event description:
Same case as #6000089-2005-01830. It was reported that 7 months after the completion of a staged coronary artery drug eluting stenting procedure the pt expired. The target lesion for the first procedure was a 3.5mm, 95% stenosed portion of a saphenous vein graft located in the 1st obtuse marginal (1st ob marg). The dr treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. The second procedure was done 31 days after the initial procedure. The target lesion was a 2.75mm, 95% stenosed portion of a saphenous vein graft of the distal right coronary artery (dist rca). The dr treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x8mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. After completing the second stage of the procedure, the pt expired as a result of ventricular fibrillation. There was no autopsy. In the opinion of the dr the relationship of the pt's death to the target vessel is unk.